Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the device did not coagulate the tissues. It was also reported that a metallic piece fell inside the pt but was retrieved. There was no injury to the pt. Additional questions in regard to the incident were asked but there was no reply from the site.